Manufacturer narrative:
No UDI required due to this device was out of production prior to the september 24, 2014 UDI regulation date. Evaluation summary: no sample is expected for evaluation. The device history records (DHR) for the device was reviewed. No abnormalities that could have contributed to this event were found. The associated device was released based on the manufacturer's acceptance criteria. The root cause cannot be determined conclusively. (B)(4).

Event description:
An office manager reported that during lasik procedure in the right eye, the laser stopped tracking the pupil and a system message was displayed. The surgeon was able to continue and completed the case with no further issues. Following the procedure, the patient had a good outcome and was doing well. Per the manager, seven cases were rescheduled that day, due to the laser issue. No further information is expected.

Manufacturer narrative:
Evaluation summary: at the visit on site the company territory manager (tm) found the eye tracker was starting to fail to stay locked consistently but was working. The tm was able to reproduce the problem. The tm replaced the camera eye tracker mirror and mount. The root cause was debris and moisture which collect on the mirror surface during procedures and causes degradation of the optical coating, thus decreasing the tracking ability of the system. No further actions required, because this issue is considered a rare event, and the safety system is programmed so that the procedure is interrupted automatically when the pupil is not detected. (B)(4).